Event description:
According to the reporter, during a laparoscopic esophageal cancer surgery, while being applied on the digestive tract, the device had a poor staple formation, wherein a part of the stitching was not well formed. In order to resolve the issue, the surgeon reinforced and stitched/over sewed the staple line.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophageal cancer surgery, while being aplled on the digestive tract, the device had a poor staple formation, wherein a part of the stitching was not well formed. The blood seepage was found in the anastomosis site after the breakdown. In order to resolve the issue, the surgeon reinforced and stitched/over sewed the staple line. There was no patient injury.